Manufacturer narrative:
Based on the results of the investigation, the stain could not be identified but was likely caused by the lg-lens glue was peeled off by physical stress caused by hitting/dropping the distal end, chemical stress from chemical solutions used or subsequently, humidity invaded the lg-lens and caused corrosion. However, a definitive root cause could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The events can be detected and prevented in accordance with the following sections of the instructions for use: ¿evis lucera jf/tjf type 260v operation manual chapter 3 preparation and inspection" olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited discoloration on the inside of the light guide lens. There were no reports of patient involvement.